Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing low flow alarms despite changing system controllers, and treating patient (fluid resuscitation, speed changes etc). The following day, the pt was taken back to the operating room for persistent low flow alarms. The pt was clinically stable upon return to the operating room, but was continually experiencing a red heart alarm. Upon re-exploration, the inflow cannula was found to be malpositioned and the pump pocket was too shallow. The surgeon repositioned the cannula and expanded the pump pocket. The following day, the pt was taken back to the operating room for a device exchange. It was noted that after the second trip to the operating room to adjust the cannula and pump pocket expansion, the pt was having a lot of pump pocket pain. A decision was made at that time to exchange the lvad to another manufacturer's device.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.